Event description:
It was reported that an ungrounded patient cable was requested for the patient. No further related issues were reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file provided by the account confirmed a single low speed advisory alarm; however, a specific cause for this finding could not be conclusively determined through this evaluation. It was reported that a low speed advisory alarm was noted on (B)(6) 2020 during interrogation of the left ventricular assist device (lvad). The site communicated that the etiology was unclear. X-ray images were provided for review and were unremarkable. The submitted log file contained data from 30may2020 through 10jun2020. One transient low speed advisory alarm was captured on (B)(6) 2020 while the patient was supported by the power module. A pulsatility index (pi) event was also captured at this time. The pump speed recovered above the low speed limit within seconds following the event. The pump speed remained above the low speed limit for the remainder of the file. It was later communicated that an ungrounded patient cable was requested. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) with no further related issues reported at this time. The heartmate ii lvas IFU is currently available. Pump speed, power, flow, and pulsatility index are also addressed in section 1 of this IFU. Information regarding the low speed advisory alarm is included in section 4 "system monitor". Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond. Heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a low speed advisory on (B)(6) 2020 upon device interrogation. Patient was asymptomatic and x-rays were unremarkable. Log file analysis did not find cause of the speed drop to 8750 rotations per minute on (B)(6) 2020 @ 3:23. Multiple pulsatility index events were noted but they were deemed to be routine. No further information was provided.